Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose between 200- 400 mg/dl. The customer's current blood glucose was 200 mg/dl something. The customer experienced symptoms such as vomiting, felt sick. The customer was treated with insulin pump, manual injection, insulin pen, insulin infusion drip. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of reported high blood glucose. Customer did use auto mode feature at time of high blood glucose. The insulin pump will be returned for analysis.